Event description:
It was reported that the patient required a lead revision (reason and lead not specified) and it was noted that the incision was healing poorly. During the procedure the pocket of the implantable cardioverter defibrillator (ICD) was found to be infected. The entire ICD system was removed, and the patient underwent implant of a new subcutaneous implantable cardioverter defibrillator system approximately one week later. No additional adverse patient effects were reported.

Event description:
It was reported that the patient required a lead revision (reason and lead not specified) and it was noted that the incision was healing poorly. During the procedure the pocket of the implantable cardioverter defibrillator (ICD) was found to be infected. The entire ICD system was removed, and the patient underwent implant of a new subcutaneous implantable cardioverter defibrillator system approximately one week later. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.